Event description:
It was reported that during a greenfield 12 fr ss vana cava filter implanted procedure, the filter prematurely deployed from the carrier device. A cavagram was performed and fluoroscopic guidance was used during advancement of the system. The carrier was being positioned in the inferior vena cava when the filter deployed spontaneously without activation of the release trigger. The filter attached to the vessel wall above the renal veins. The physician had concerns that the filter was too close to the renal veins and that migration may occur. The pt's renal blood flow and filter position are to be monitored. Following the procedure the pt was reported to be stable.